Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump under delivering the insulin. The customer stated that, the insulin pump was no longer working and they have done site changes and battery changes and the pump was not getting the insulin in her body and it is not giving any alarms either. The customer had high blood glucose, the blood glucose at the time of the incident was 22 mmol/l. The symptoms related to high blood glucose were positive results in ketones test, nausea very tired. The customer treated high blood glucose with manual injection and bolus and declined troubleshooting for it. The insulin pump will be returned for analysis.